Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. Evidence of excessive meal announcements was found on the event date and on previous days, indicating a misunderstanding and/or potential misuse of the meal announcement feature. The ilet was appropriately triggering device and cgm glucose alerts. On the day of the event, a usual breakfast meal announcement was delivered when cgm glucose was in range. Approximately 1 hour later, cgm glucose went below range and three additional usual breakfast meals were announced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. T here were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user overestimating the carbohydrates in their meal and choosing a meal size that was too large, resulting in an excess of insulin relative to their need from the initial meal announcement. The subsequent meal announcements further increased the hypoglycemia. Having the device volume set to "off" and failing to acknowledge any device alerts contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced a hypoglycemic event with their bg dropping to 39 mg/dl. The user was announcing meals while bg was low, which may have contributed to the event. The user lost consciousness and crashed their car while driving. Ems was called, and the user was transported to the hospital. The user was admitted to the hospital and received IV glucose treatment. They were released the same day. The user's hcp removed the user from the ilet until their cognitive status could be assessed.